Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a leak could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material: 10010454 batch#: 24075231 it was reported by the customer that that tpn bag volume quite low. Saw some leakage on pumps and then all over floor. Writer wiped off tubing and noted leaking from just below buretrol. Changed bag. Verbatim: rcc received a complaint via email. Writer in to do safety checks. Noted that tpn bag volume quite low. Saw some leakage on pumps and then all over floor. Writer wiped off tubing and noted leaking from just below buretrol. Changed bag. Manufacturer code/model: 10010454 serial or lot number: (10) 24075231.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 10010454. Batch#: 24075231. It was reported by the customer that that tpn bag volume quite low. Saw some leakage on pumps and then all over floor. Writer wiped off tubing and noted leaking from just below buretrol. Changed bag. Verbatim: rcc received a complaint via email. Email(s) attached. Writer in to do safety checks. Noted that tpn bag volume quite low. Saw some leakage on pumps and then all over floor. Writer wiped off tubing and noted leaking from just below buretrol. Changed bag. Manufacturer code/model: 10010454. Serial or lot number: (B)(6).